Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed at the ostium with a good tug test and no leaks. After release, the threaded insert went from inverted to normal and the device resembled a marshmallow. The compression was measured low at 5%. The device was monitored for 45 minutes without further movement occurrence. The patient remained stable and was discharged the following day.